Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: neither samples nor pictures were received for the analysis of this complaint. Without the physical sample of this complaint, a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. The device history record of reported lot was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released.

Manufacturer narrative:
Complaint for the failure mode ¿the inaccurate pressure display ( inaccurate readings)¿ could not be confirmed by investigation as no samples nor pictures were provided by the customer.

Event description:
It was reported that the patient's arterial blood pressure was 129/18mmhg, and after the device was being adjusted the lower pressure (diastolic pressure) appeared to be in the same range which was 18-23mmhg. There were no patient harm or adverse events reported due to this event.